Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was ketoacidosis. The caller stated that the customer had dehydration and vomiting - ketoacidosis. The customer became ill on (B)(6) 2015. The customer's blood glucose, at the time of death, was near 1000 (one thousand) mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor. The caller stated that no one knows where the insulin pump is; it may have been cremated with the customer's body. The caller stated that they will try to investigate the location of the insulin pump. Since the caller did not have the insulin pump at the time of the call, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.